Manufacturer narrative:
The pump was received with a button error alarm and had an intermittent button response due to corroded keypad traces. There was no moisture damage on the electronic assembly during the visual inspection. The pump had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer tried to take the battery out twice and place it back in the pump. Customer still received an error even after trying a new battery. Customer stated that the pump was exposed to moisture via sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.